Event description:
It was reported that the patient underwent implant of a subcutaneous implantable cardioverter defibrillator (s-ICD) system on (B)(6) 2026. The next day x-ray demonstrated that the lead had "taken a few twists" since implant. The position had been verified as appropriate just post-implant. It was stated that defibrillation threshold testing at implant had been good and currently sensing was appropriate. No adverse patient effects were reported.